Event description:
It was reported that during the implant procedure, it was seen that the right ventricular (rv) lead insulation near the coil had been deformed. The rv lead was never implanted and another rv lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).